Manufacturer narrative:
Evaluation results - visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was bent. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated an aq5010v silicone three piece lens was inserted upside down in error. The incision was enlarged to remove the lens within the same surgery. Another same model lens was implanted and sutures were not required. The reporter stated the event was due to surgeon error and was not lens related.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - surgical incision, enlargement of. (B)(4) - lens inserted upside down. Device not evaluated by manufacturer. Lens not returned for evaluation. (B)(4).